Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. According to the information received from the field the recipient was explanted due to an extrusion of the device through a skin fistula along with an infection at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user has experienced repeated infections starting in (B)(6) 2022. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has experienced repeated infections starting in (B)(6) 2022. The user has been explanted.